Manufacturer narrative:
(B)(4). Date sent: 12/28/2023 b3: exact event date unk, entered 1/1/2023 as only the year was provided. D4: batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: what color reload was being used? Unknown what is meant by not closing all the way? After speaking to surgeon. The stapler was fired once on the stomach, removed to get a new reload and seamguard. When we went to close the stapler again, that is when the stapler did not close all the way. He said it appeared that the anvil was bent. What type of surgical procedure was being performed? Sleeve gastrectomy which firing of the device was it? It was after the first firing this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported to the that during an unk procedure, the jaws were not closing all the way on the stomach when using seam guard. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 1/25/2024. D4: batch # 520c96. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the anvil bent upwards and with a gst60w reload loaded on the device. The reload was received fully fired. After further analysis, the articulation mechanism was noted to be non-functional as would not release the articulation setting. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple release criteria. No conclusion could be reached on what caused the damage to the articulation mechanism. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 520c96, and no non-conformances were identified.